Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had a scheduled reports error and had a delay in stock outs. A technical support specialist was confirmed with the customer that the server system was working normally and found that the printer had a duplicate entry and customer removed it and verified that the reports and bulletins were now printing normally. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server scheduled reports for stockouts and new orders were delayed and stockouts printed in batches, and forced prints occurred up to 3 hours late. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.